Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. However, the instructions for use (IFU) does warn to always keep more than 5mm of spacing between the distal end of the oad driveshaft and the proximal end of the guide wire spring tip. If the distance between the driveshaft tip and the viperwire guide wire spring tip is insufficient, the driveshaft tip may contact the guide wire spring tip and result in dislodging the guide wire spring tip. The material inspection report for this guide wire could not be reviewed as the lot number was not provided. Csi ID: (B)(4).

Event description:
The diamondback 360 coronary orbital atherectomy device (oad) was used for four treatments in a 70% stenosed, heavily calcified with mild tortuosity left anterior descending artery (lad). During the procedure, the oad was observed contacting the viperwire advance guide wire. When the procedure was completed and the oad and viperwire were removed, the spring tip on the viperwire fractured in the physician's hand. There were no fractured components left in the patient. The patient did not experience impact from the reported issue.